Event description:
The voluntary medwatch report stated that the right atrial (ra) lead exhibited noise over-sensing on the ra channel. No intervention was performed. There were no patient consequences.